Event description:
The manufacturer received information alleging that the patient device slowed down and started smoking. Now, it will not turn on. The patient also mentioned that it caused him to vomit and nearly suffocated him. When he tried to remove the mask from his face, he flipped the device and may have gotten water inside it. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.